Manufacturer narrative:
Of the 4 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning and no defects were found during testing.

Event description:
This report summarizes <noe> 4</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - power issue issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and between (B)(6) pounds. Of the reported patients, 2 were male, 2 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/15/2016: of the 4 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning and no defects were found during testing.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - power issue issue. These reports were received from various sources. The patients associated with this allegation ranged from 16-36 years of age and between 67 and 145 pounds. Of the reported patients, 2 were male, 2 were female, and 0 were unknown.